Event description:
It was reported that pump declared alarm 20 during cartridge load while customer followed prompts to remove used cartridge and had no prior similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy without further reported issues.